Event description:
The customer reported that during a revision hip case, the surgeon put a 36mm head into a 32mm cup. The patient was being revised because the stem had fractured. The cup was not in need of a revision. The stem and head were replaced. It was discovered post-operatively that incompatible sized head was used. The surgeon revised the patient. This record relates to the revision for the stem fracture.

Manufacturer narrative:
An event regarding crack/fracture involving an was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as the device details are unknown. Complaint history review: not performed as the device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a revision hip case, the surgeon put a 36 mm head into a 32 mm cup. The patient was being revised because the stem had fractured. The cup was not in need of a revision. The stem and head were replaced. It was discovered post-operatively that incompatible sized head was used. The surgeon revised the patient. This record relates to the revision for the stem fracture.